Manufacturer narrative:
(B)(4). Batch # m91w72. The analysis results found that the 2b5st device was returned in good condition. In an attempt to replicate the reported incident, the device was visually inspected and no anomalies were noted. In addition, the sleeve was disassembled in order to evaluate the condition of the seals and no torn or missing parts were observed. It could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that after a lavh, an about two millimeters pillar-shaped rubber piece was found out of the patient after the operation. There were no adverse consequences to the patient.